Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. No product information has been provided to date.

Event description:
It was reported that the pump alarmed no disposable nearing end of infusion.troubleshooting education was provided and patient was advised to try initial pump for next cassette change. No patient injury was reported.